Event description:
During a deep brain stimulation (dbs) procedure performed at (B)(6), the user reported to fhc's distributor ((B)(4)) an issue with the targeting of the fhc microdrive and adapter. Prof (B)(6) started the surgery without x-ray. The results of the microelectrode recording (mer) were not good, so he made an x-ray image using the grid instruments for the leksell frame. A deviation from the planned trajectory was noted. There was no patient impact, however the surgery was cancelled.

Manufacturer narrative:
Performance check and compatibility check with the leksell frame at the user facility did not find any deviations outside of tolerable limits.